Manufacturer narrative:
(B)(4). Device evaluation: it was reported that the catheter appears to be stretched between the second site and the juncture hub. This issue was confirmed. One arrow 2-lumen, 5.5 fr, 55 cm, cg+, PICC catheter was returned with the body cut off at the 25/30 cm mark. Microscopic examination of the catheter determined that the body was stretched between the juncture hub and the box clamp. The distance between the 55 and 54 cm marks was measured at 12 mm and the distance between the 54 and 53 cm marks was measured at 19 mm. The diameter of the stretched section of catheter body measured 1.704 mm, while the undamaged section measured 1.864 mm. Using a 10 ml syringe, water was injected through both lumens without resistance. Since the product / lot number were not reported by the customer and could not be determined from sales history, a device history record review was not performed for this investigation. Since the event was reported to have occurred a few days after the catheter was inserted, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the catheter was being used on a (B)(6) female patient who was receiving tpn at a hospital in (B)(6). A few days later she was transferred to another hospital in (B)(6). The catheter was a double lumen cg and PICC. They are unsure of the product number, lot number, and exact length of the catheter in place. Multiple doses of cathflo were administered and were unsuccessful. The clinician performed a guide wire exchange and a new bard catheter was placed. There was no patient death or complications reported. It was noted the catheter that was removed appears to be stretched between the second site and the juncture hub. The second site was secured with a statlock and the juncture hub was not sutured.